Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/3/2023. H6 component code: g07002 no device returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please explain how the clips were loading into the applier ? Please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading? The jaws of the applier are at 90 degree to the surface of the clip cartridge when loading. Was the applier checked for damage (jaws straight and aligned)? Yes. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The product has been arrived at sukagawa and will be shipped. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The sales rep has known these information. It was reported the package with 1 ~3 is written are the clip which could not be closed. Based on this, please confirm what is the total number of products involved in this event? More than 18 clips could not be closed. Please provide the applier product code and lot number? Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). The applier product code is ka200 and lot number is unknown at present. What suture type and size was used? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. When the event occurred, was the suture placed near the hinge of the clip? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.- were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.- was the applier checked for damaged (jaws straight and aligned)? - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. In note a-9331283 you indicated that 4 products were involved. However, in note a-9354018 you indicated that 18 clips could not be closed. Please clarify the number involved in this event. 4 cartridges of xc200 have been shipped. There are 6 clips in a cartridge of xc200. About 18 clips of 3 cartridges could not be closed. Some clips of 4th cartridge could not be closed and some clips of 4th cartridge could be closed. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In note a-9331283 you indicated that 4 products were involved. However, in note a-9354018 you indicated that 18 clips could not be closed. Please clarify the number involved in this event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-04880, 2210968-2023-04881, 2210968-2023-04882.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2023 and suture clips were used. During the procedure, it was reported by the sales rep that the nurse tried to load the clip into the applier but could not do it. Some of the clips that were sent were able to be loaded in the cartridge. Additional suture was performed to complete the case. No adverse patient consequences were reported. Additional information was requested.